Event description:
It was reported that following an ion lung biopsy procedure, the patient developed a pneumothorax, necessitating chest tube placement and hospitalization. The target nodule was located in the right upper lobe, and a cytology brush was used during the procedure. The fellow physician inadvertently advanced the brush too far from the target nodule, which is believed to have punctured the pleural cavity. Despite this complication, the procedure was completed. A chest tube was placed, the pneumothorax resolved within 24 hours, and the chest tube was subsequently removed. The patient remained hospitalized over the weekend due to a transportation and logistics issue. There was no device malfunction or unintuitive movement associated with the event; the pneumothorax was attributed to the fellow physician's technique.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A review of the site's system logs for the reported procedure date revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.